Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and power on self test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified at power up during functional testing. The cause was determined to be inoperative force sensing resistors (fsrs). The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.